Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also reported that the patient was having swelling in her legs and had urinating problems that were not device related. The physician believed that the patient could not handle the medical implant psychologically and did not suspect any device malfunction. The patient underwent an explant procedure. The patient was doing well postoperatively.